Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a low anterior resection procedure the device wouldn't fire. Another like device was used to complete the procedure. No other information is known. There were no patient consequences reported.